Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the lead was cut and only part of the lead was returned. The insulation was breached/degraded at 4.5 cm and twisted at 7.5 cm - 11 cm from the connector pin. The damaged insulation resulted in an electrical short circuit between the coils.

Event description:
This report is to advise of an event observed during analysis.